Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer located 10mm distal to the left subclavian artery (lsa) combined with intramural hematoma. The surgical plan was to place the thoracic aortic stent graft at the posterior edge of the lsa. It was reported that during the index procedure the physician inserted the vamf3434c200te delivery system and advanced to the target position. After positioning with the gold label on angiography, the surgeon began to rotate the blue slider to deploy the stent. Under fluoroscopy, it was observed that the stent sheath did not retract with the rotation of the slider. The physician rotated the blue slider several times, but the outer sheath did not move and the stent could not be deployed. Then the physician held the trigger for quick deployment, but was unable to pull the blue slider. After multiple attempts without success, the vamf3434c200te stent system was withdrawn and replaced with a non-mdt stent graft. Per the physician the connecting rod of the stent delivery system was broken and the stent could not be deployed. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film analysis summary: the reported deployment issue could not be confirmed from the limited still images available; therefore, the cause of the event could not be determined. Procedural angiogram videos showing the deployment attempts were not available for a thorough assessment of the event. No obvious anatomical characteristics were observed that could have contributed to the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation summary: 6 still images were received for analysis. First image depicts the distal end of a valiant captivia delivery system on a surgical table. A gap is evident between the graft cover and the taper tip and the freeflow struts appear to be partially exposed. Second image depicts a valiant captivia delivery system on a surgical table. The external slider is closed. Third image depicts the proximal end of a valiant captivia delivery system. Sizing information matches that reported in the complaint file. Fourth image depicts a valiant captivia delivery system being held on a surgical table. The external slider is partially retracted. Fifth image depicts the proximal end of a valiant captivia delivery system. Sizing information matches that reported in the complaint file. Sixth image depicts a valiant captivia shelf carton and label. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.